Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 300 mg/dl and a bolus was delivered to address the bg level. The customer had not delivered a bolus after eating and the bg had elevated.